Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and printed circuit board which caused the reported inability to power the transmitter. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet.

Event description:
It was reported that the transmitter was not connecting and that the house was hit by lighting. It was noted that the power adapter was damaged and could not be plugged into an electrical outlet.